Event description:
It was reported that the patient had visited the diabetic clinic at due to diabetic ketoacidosis (dka) on an unspecified date, estimated to be (B)(6) 2026. The patient's blood glucose levels reached 470 mg/dl (26.1 mmol/l) while wearing the pod between 25 and 36 hours on the abdomen. The patient attempted to correct their blood glucose level via an insulin pen; however this did not work. The patient removed the pod at home and notice that the pod had been leaking insulin during wear and that the adhesive was wet. Symptoms reported included not feeling well, dizziness and vomiting. The patient was treated with a potassium pill and insulin via a pen. They were also instructed to increase their fluid intake. The pod was removed at the hospital and discarded. The patient left the diabetic clinic approximately six hours after arrival, when their blood glucose levels returned to below 200 mg/dl and ketones were no longer present in their urine. Once at home, a new pod was applied. The original pod was discarded and therefore not available to be returned for investigation.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.